Event description:
A ventilator was returned to the manufacture for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed test steps during testing. The device's active exhalation control module and sensor board were replaced to address the issues.